Event description:
Caller reports the pt tested 2.4 inr on the coaguchek xs system and 1.4 inr on a comparison lab. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement sent.